Manufacturer narrative:
Patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026. The infusion set was leaking at the site. The inserted site location was the abdomen, and the infusion set had been in use for a couple of days. No further information available.